Event description:
It was reported that the 6800 system had an error message at boot up, prior to a case. Also, the monitors had images burned in the screen and the power switch would not light up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The controller board, both monitors, and power switch were replaced during the service call. The system was tested and found to be working as intended and put back into service.